Event description:
Three patients had dialysis. Later on, we received a recall notice from fresenius medical care regarding this dialyzer. There was no harm to the three patients. The product was removed and replaced with a new product.